Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was returned in two segments. Additionally, trilumen abrasion and cable damage were observed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported loss of capture was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this patient presented to the emergency department with symptoms of dizziness. Upon review of the implanted system, bradycardia and loss of right ventricular (rv) capture were observed. Further review revealed that the auto capture feature of the other manufacturer's implantable cardioverter defibrillator (ICD) was not properly detecting the capture threshold. The rv outputs were increased and the patient's symptoms resolved. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that the physician elected to place a new right ventricular (rv) lead. This rv lead was explanted. During the explant the connector was cut from the rest of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency department with symptoms of dizziness. Upon review of the implanted system , bradycardia and loss of right ventricular (rv) capture were observed. Further review revealed that the auto capture feature of the other manufacturer's implantable cardioverter defibrillator (ICD) was not properly detecting the capture threshold. The rv outputs were increased and the patient's symptoms resolved. This rv lead remains in service. No adverse patient effects were reported.